Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the multiloc hn ø7 le cann l240 tan was broken at the proximal end. The broken fragment was not returned for evaluation. One portion of the of the broken distal end was still attached to the nail. The fracture surface suggest that the implant was exposed to high stress causing the rupture of the implant. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique multiloc humeral nails. The following instructions are mentioned. Assemble insertion instruments. Orient the insertion handle laterally and match the geometry of the insertion handle to the nail. Pass the connecting screw through the insertion handle and into the nail. Secure the assembly with the combination wrench. Precaution: the anatomic design of the multiloc proximal humeral nail requires right and left versions. Nails are labeled "right" or "left." Using the incorrect version leads to instrumented drilling into the nail which may lead to subsequent premature implant failure. Insert nail: insert and advance the nail into the medullary canal using twisting motions. Orient the insertion handle laterally. Monitor the nail passage across the fracture and control it in two planes to avoid misalignment. In case of a metaphyseal fracture, advance the nail to the fracture site, reduce the fracture and continue into the diaphysis. Check the nail position in ap and lateral views. Precautions: the proximal end of the nail must be inserted below the humeral head surface to avoid impingement. Do not use a hammer, as this may increase the risk of iatrogenic fractures notes: if nail insertion is difficult, choose a smaller diameter nail or ream the intramedullary canal to a larger diameter. Pressure against the elbow when advancing the nail prevents distraction and potential healing problems. A dimensional inspection was unable to be performed due to post manufacturing process. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the multiloc hn ø7 le cann l240 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 04.017.240s. Lot number: 3344p24. Manufacturing site: mezzovico. Release to warehouse date: 21 feb 2023. Expiration date: 01 feb 2028. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. The photo investigation revealed a fragment of the nial was detached from the tip. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with avaiable information, the complete potential cause can not be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the multiloc hn ø7 le cann l240 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.017.240s. Lot number: 3344p24. Manufacturing site: mezzovico. Release to warehouse date: 21 feb 2023. Expiration date: 01 feb 2028. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed a fragment of the nail was detached from the tip. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available information, the complete potential cause can not be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the multiloc hn ø7 le cann l240 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 04.017.240s. Lot number: 3344p24. Manufacturing site: mezzovico. Release to warehouse date: 21 feb 2023. Expiration date: 01 feb 2028. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: e1 initial reporter address line 1: (B)(6).

Event description:
It was reported that during humerus nail implantation the nail was broken in, a small part of the alloy came loose at the upper edge. The customer then used a new nail and discarded the nail. There were no patient consequences.